Event description:
It was reported that the patient's right ventricular (rv) lead tripped the lead integrity alert with oversensing and noise. It was suspected that the rv lead had a possible fracture. The rv lead was capped and a chronic rv lead was reactivated. The right atrial (ra) lead showed a gradual increase to high impedance and high thresholds. The ra lead was replaced. It was also found that the implantable cardioverter defibrillator (ICD) when attempting to interrogate the device had a pop up window that indicated "detection not active" and the device was inactive during the entire follow-up appointment. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analysis was performed. There were no anomalies found. Concomitant products: implantable pacing lead: 4194; implantable pacing lead: 5076. (B)(4).